Manufacturer narrative:
One single dpt kit with IV set and pressure tubing was recieved for evaluation. Solution was visible throughout the kit. The reported event of contamination issue was confirmed. One unknown black material was observed on pressure tubing wall at approximately 12.5 mm distal from female connector which was connected to dpt. The material was less than 0.5 mm in size, and it was not able to be measured with ruler. The material stayed at the same location on pressure tubing wall after 5 minutes of continuous flushing. The pressure tubing was cut, and it was confirmed that the material was completely embedded within the wall. No chemistry analysis was performed since the material was completely embedded within the wall and not exposed from the wall. It is common clinical practice to inspect all products before usage. Additionally, these products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. The noted particulate was not able to be flushed out during 5 minutes of continuous flushing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that unknown black stain-like material was observed in an opened pouch before use. The customer wiped outer surface of the pressure tubing but could not remove the stain. There was no patient involvement.